Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address anterior knee pain. Patella was not resurfaced during the original surgery, so surgeon decided to resurface the patella and perform an insert exchange. Poly wear was found.